Event description:
It was reported that the lead demonstrated intermittent loss of capture during follow up. At this time the patient had av conduction. The lead dislodged as confirmed by x-ray and impedance change. While repositioning the helix, it would not extend when the second attempt was made. The patient then went into third degree block and did not return to normal conduction which was the result of the lead touching the av node. The patient is known to have left bundle branch block. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found.